Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call for high blood glucose level of 530 to over 600mg/dl. The customer indicated that there were air bubbles and a leak in the reservoir which were resolved after a set change. Troubleshooting found that the cannula was bent and customer was advised on proper insertion technique. Customer indicated that the set would be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Performed pre-fill test and no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Also ran basal, bolus leaking test and no leaks were noted.